Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on google pixel 6 (android 14) with mmt-1886 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. After conducting a thorough initial investigation, we have found that the main reason for failed pairing attempts was due to teneo sending a sake key with incorrect payload length, as well as a e_sake_handshake_device_type_not_supported error message coming from teneo. Both of these observations support the notion that the device being used is somehow violating google's playintegrity checks. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: - restart device. - ensure the google playstore version is up to date. - ensure the latest android os version is installed on the phone.. - uninstall any software that could violate playintegrity checks .(https://developer.android.com/google/play/integrity/overview). Helpline reported that the above steps did not help to resolve the issue. The following additional steps were given to help resolve the issue: - attempt to pair with another device, if pairing was successful, switch to another device - if pairing was unsuccessful, pump replacement would be required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.